Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. One used lf1544 ligasure device was received for evaluation, and examination of the returned sample could not confirm the reported issue of difficulty opening. Visual inspection found the device was not closed or jammed when received. However, an alternative issue was identified where the device would not latch shut because of broken latch tines within the handle. Investigation of this issue could not reliably determine when or how the tines were damaged. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the device would not open during a bypass procedure. There was no injury to the patient.